Event description:
Right saphenous endoscopic vein harvest was being performed by the physician assistant using maquet vasoview hemapro. It was not functioning properly and upon inspection it was determined that the insulation was peeling off the cautery tip. It was immediately removed from the sterile field and replaced with a new one. According to the staff, they noticed smoking and removed it and noted the peeling insulation. There was no harm to the patient. Manufacturer response for electrosurgical, cutting coagulation accessories, vasoview hemopro (per site reporter). The rep notified the company: a complaint has been opened, and they will evaluate the product.